Manufacturer narrative:
The review of the production process and retain samples from the three recent batches did not reveal any non-conformity. Our production process includes 100% testing of catheters for lument pass-ability. We were unable to confirm any failure in our production process.

Event description:
The customer reported that the urology resident physician said that the inlet chamber of the 3-way foley catheter is not allowing fluid to go through the catheter. It is not allowing for irrigation of fluid or of the bladder. The resident has found this issue with multiple dover catheters over the last few days that they've been stocked, it is not just one lot # or french size, it is the same issue across multiple sizes. The patients and the residents are having to go through many of the catheters via trial and error to find one that works appropriately. No patient injury reported.